Event description:
It was reported that the left monitor on the 9800 system began flickering and ultimately went blank during a cine run. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Removed and replaced the ii power supply, climax coupler, x-ray grid and foot switch. The system was tested and found to be working as intended and placed back into service.